Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having lost their insulin pump. The customer states they have had high blood glucose levels in the 600mg/dl range. The customer has reverted to back up plan with insulin pens. The customer was advised replacement pump would be sent.